Event description:
A customer reported to baxter product surveillance of a clear link extension set in which an alledged defect occurred during patient use while in surgery about five minutes after infusion began. There was a leak at the bonded junction of the y-site and the tubing. The leaking extension set was switched out with a new extension set and surgery continued. The customer stated that the new extension set experienced a leak at the bonded junction of the y-site and the tubing. The replacement set was switched out again, and surgery continued. There were no reports of patient injury assocaited with this report. There was "IV fluid" being administered to the patient when both defects occurred. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.a batch review cannot be performed since there was no lot number provided. Baxter will continue to monitor similar reports to determine if further actions are required.